Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board. Replaced front/rear cases, handles. Replaced latch, barrel clamp, wiper seal. Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the logic board. A review of the device history record showed the device had a manufacture date of 03jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record showed the device had a manufacture date of 03jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that an unknown issue occurred with the device. No additional information was provided. There was no patient involvement.